Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the platen door discovered to be visibly bent. The pump appears to have sustained impact damage. This kind of damage can cause volumetric and 40psi irregularities. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter stated that the pump was alarming "external power disconnected". The initial reporter did state that this occurred during testing and there was no patient involved. When the pump was returned to mmdg for evaluation it did not pass volumetric or 40 psi testing. (B)(4).